Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer went to hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 600 mg/dl at the time of the incident. The customer was at 62 mg/dl on the morning of the call. The customer was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported receiving multiple no delivery alarms. Troubleshooting was not completed. The insulin pump will be returned for analysis.